Event description:
The user facility reported a patient infection after a shunt placement procedure. Subsequent information indicated prior to the shunt placement, the neurosurgeon had removed the icp catheter (product ID 110-4hm), re-zeroed the catheter in atmospheric air and reinserted same catheter into the same burr hole. The icp catheter was discharged and not available for investigation. Updated information was received on 09/13/2005. The user facility reported that the patient was doing well and the shunt system was not revised. An in service on the use of icp catheters was provided to the staff of the user facility.